Event description:
I implanted mentor smooth silicone memory gel implants in 2016 and shortly after, started developing horrible side effects. I went to countless drs. Developed debilitating migraines, light sensitivity, sound sensitivity, horrible sinus issues, joint and muscle pain, night sweats, felt like I was dying, had multiple surgeries for different things, trying to fix issues related to the issues. Developed ulcers, hair loss and the list goes on. Too many drs and tests to list here. I finally explanted the toxic bags in (B)(6) 2019. FDA safety report ID# (B)(4).